Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient experienced palpitations and bradycardia. A device check was performed and reprogramming occurred to resolve the patient's symptoms. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.